Event description:
A 16 french sheath inverted upon itself when inserted into the left groin. The defective device was removed from the surgical field and replaced with a new one. Reason for use: endovascular aortic aneurysm repair.